Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump's screen was scratched. Customer's blood glucose value at the time of incident was unknown. Customer stated that scratches on the screen affected ability to read screen. Customer also stated that piston had got stuck and insulin pump did not deliver insulin. Insulin pump will not be returned for analysis.